Event description:
A report was received that a pt had lost her stimulation. The physician assessed the pt and reported that the lead had migrated, and one of the anchors had migrated out of the incision. In addition, the second anchor was exposed through the skin. The incision is irritating the pt but is not infected. The physician had recommended the pt to undergo explant surgery.